Event description:
The customer reported their au680 chemistry analyzer generated erroneous negative anion gap (agap) on one (1) patient sample. No erroneous results were released out of the laboratory. The customer stated the patient sample had -2 agap result and was reran on a second analyzer wit agap within expected range and chloride (cl) was slightly higher. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the buffer valves, chloride electrode and reference electrode to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(6).